Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set site was leaking insulin. The patient's blood glucose was adversely affected and reported at 385 mg/dl. The patient administered insulin via a syringe to address the high blood glucose. The patient changed the site and resumed insulin from the pump. No permanent injury was reported.